Manufacturer narrative:
It was reported by the customer via e-mail, the high blood glucose value did go lower after changing my infusion set with no other requirements needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she dosed 5 times but her blood glucose level was still 576 mg/dl. The customer felt irritable. The customer treated her high blood glucose level by bolusing using the insulin pump. The infusion set had a bent cannula. The device was not returned.